Event description:
It was reported that during a rotator cuff repair, the implant broke in half upon insertion; the distal portion remained unretrieved from the bone tunnel. The surgeon did not tap prior to insertion. The case was completed by inserting another implant next to the broken one. Patient demographics (age at time of event, date of birth, weight) as well as the patient's quality of bone were requested but not provided. No further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The retrieved portion of the device was requested for evaluation, but was reported as discarded by the facility; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available, and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Directions for use (dfu-0031) states if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.